Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported when the device was used during a laparoscopic left hemi-colectomy, it fired malformed staples. An articulating linear stapler was used to complete the case. There was no patient consequence.